Event description:
Augmented with co implant in 4/79, 300 cc implants. Then as a result of recurrent contracture in 1/84, the implant was replaced on the left side using another double-lumen 285 cc plus 50 cc saline implant. The left side has gotten painful in the last year and a half and has gotten progressively worse. Several reddened areas under the left breast appeared and the skin appeared to have broken open and the implants have extruded in area inferomedially which is approx one cm in diameter. Culture of this area shows polys and coag negative staph and diphtheroids. The pt also complained of fatigue in the last ten years as well as myalgias in the legs from time to time. The right implant, however, is intact by xeromammogram examination. As a result of extrusion, pain, capsular contracutre and possible systemic symptoms that may be related to silicone, it is medically necessary to remove both implants.